Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) canada alleging a memory issue with her daughter's onetouch ping meter. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012. According to the csr's documentation, the reporter claims the meter "seems to be adding up results." The reporter clarified that on the morning of (B)(6) 2012, the patient reportedly obtained a reading of "3.5mmol/l" with the subject meter and when the patient viewed the logbook memory a reading of "13.5mmol/l" appeared along with the same date and time when the "3.5mmol/l" reading was obtained. At an unspecified time prior to the start of the reported meter issue, the reporter indicated the patient's leg was shaking (a symptom the reporter correlated with low blood glucose). The reporter, however, denied the patient received any medical intervention/treatment after the alleged issue began. During troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the date/time setting was corrected previously on (B)(6) 2012. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The reporter indicated that the patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.